Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 47 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer received a power error after a set change. The reservoir showed less insulin than the pump display. The insulin pump will be returned for analysis. Unomed set

Manufacturer narrative:
(B)(4). Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Device passed the dat test at 0.08760 inches.